Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump electrically shocked the device user. It is unknown when or in which care area this event occurred. There was no reported injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been evaluated by baxter. Should the pump be evaluated by baxter, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.